Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The identified condition was verified. The device was found out of specification in relation to the delayed keypad response identified during device evaluation. Evaluation found the issue to be caused by a failed processor printed circuit board (pcb). The processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During device evaluation, it was identified that a spectrum pump experienced a delayed keypad response. There was no patient involvement associated with this event. No additional information is available.